Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 380 mg/dl. The customer had symptoms such as pneumonia and difficulty breathing. The customer was treated with manual and bolusing. Customer¿s blood glucose level was reported as other at the time of the incident. Customer¿s current blood glucose level was 128 mg/dl. Troubleshooting was performed for high blood glucose. Customer states that they were in the hospital due to diabetic ketoacidosis -difficulty breathing. Customer stated that patient was hospitalized because of high blood sugar on (B)(6) 2017 at am. Customer's blood glucose value was 300's mg/dl when admitted to hospital. Customer was discharged on (B)(6) 2017. Further troubleshooting was declined by customer. The insulin pump will not be returned for analysis.